Manufacturer narrative:
This report is being filed on an international product, list number 08p26 that has a same/similar products distributed in the us, list numbers 8p27/6s93. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely reactive alinity I havab igg for multiple nursing home patients. The customer reported an increase in reactive havab igg results and when the samples were recentrifuged and repeated, the results were confirmed. There were no specific patient results provided. There was no impact to patient management reported.

Event description:
The customer observed a falsely reactive alinity I havab igg for multiple nursing home patients. The customer reported an increase in reactive havab igg results and when the samples were recentrifuged and repeated, the results were confirmed. There were no specific patient results provided. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints for lot 57170be00 did not identify an increase in complaint activity. A ticket trending review of complaint lot 57170be00 did not identify any related trends. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with lot number 57170be00. The overall performance of alinity I havab igg reagents in the field was reviewed using data gathered from customers worldwide. The number of standard deviations to cutoff and the median value of the negative population generated with the complaint lot is within the established limits and comparable to historical reagent performance. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I havab igg reagent lot number 57170be00 was identified.